Event description:
It was reported via a legal notification that a female patient, who had an initial hip implant surgery in october 2024, stated that the acetabular liner plastic that was used on the implant surgery dissolved on her left hip. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g2. The following sections were corrected: b3 date is unknown, g2 other/legal does not apply.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. B2: not applicable to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.